Event description:
Patient experienced hypoglycemic symptoms, during which is blood glucose measured 140 mg/dl on the suspect device. Pt took no action based on this result. Reporter stated that, approximately 1.5 hours later, patient was discovered unconscious. Reporter indicated that she tested his blood glucose, using the suspect device, and obtained a result of 136 mg/dl. Based on patient's symptoms, reporter injected pt with glucogon and phoned emergency medical services for assistance. Fifteen minutes prior to paramedics' arrival, patient's blood glucose measured 124 mg/dl, on the suspect device. Reporter indicated that patient's blood glucose, when tested on paramedics' meter, measured 48 mg/dl. Patient was reportedly given juice and peanut butter crackers, after which his blood glucose measured 60 mg/dl (on paramedics' blood glucose monitor). No additional treatment was received. While on the phone with technical support, quality control testing was performed and the results fell outside of the acceptable range. Reporter noted that the patient's test strips are currently stored in the bathroom. Additionally, reporter indicated that the test strips are not always stored in their original vial. Technical support requested the return of the suspect product and replacement product was shipped.